Event description:
It has been reported that device was deployed and subject was not resuscitated. Phillips has been contacted to assist with retrieval of event data from device for assessment by facility. Issue is being reported due to associated patient outcome.

Manufacturer narrative:
(B)(4).